Event description:
Pt placed hand on drop-out portion of bed and leaned on same with their upper body weight. One of the two latches on opposite sides of this drop-out section had failed to catch, resulting in the drop-out section collapsing under the pt's weight. Pt partially fell, sustaining abrasions to the back of the neck and right shoulder.